Event description:
It was reported that the patients ipg was sticking through the skin which caused discomfort.

Event description:
It was reported that the patients ipg was sticking through the skin which caused discomfort. Additional information was received that there was no skin breakage. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned as it was kept by the medical facility.